Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that there was blood on the distal conductor of the lead and it was obstructed. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead had intermittent non-capture. The rv lead was explanted and replaced. The atrial lead had small p-waves. During the explant of the lead, the helix would not retract with rotation. The whole body of the lead was then rotated and explanted. Tissue was noted at the tip/helix. The lead was then replaced. Following the atrial lead removal, an echocardiogram suggested tamponade. Periocardiocentesis was performed and the patient stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, (B)(6) 2013. (B)(4).